Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed parallel lines of shell wear on the anterior aspect, suggesting in-vivo folding or creasing of the device. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment,  but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture, baker grade 4. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel breast implant 225cc and experienced a rupture, capsular contracture baker grade 4 on the right side, and breast cysts on the left side post-operatively. A breast mass was discovered on the right side which required surgical intervention. As a result, the patient underwent explantation on (B)(6) 2018. This report is for the left side device. This report contains supplemental information for mentor psr reference number (B)(4).